Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was monitored for two days. No bank display or unexpected battery power loss anomaly noted. Device had minor scratched display window, small cracks on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer son reported via phone call that his father were hospitalized due to high blood glucose and abdominal pain, lower back pain on (B)(6) 2019 with blood glucose level was above 505 mg/dl. Customer current blood glucose level was 461 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and pain killer. The customer was wearing the insulin pump during the hospitalization. Customer also stated that the insulin pump had blank display and battery out limit alarm. Trouble shooting was performed but, display was not returned and customer was able to clear the alarm. The insulin pump will be returned for analysis.